Event description:
It was reported that during insertion the physician could not get dilator and sheath to lock/secure. After several attempts, the physician pulled a sheath & dilator from a different manufacturer to insert the intra-aortic balloon (iab). There was no patient harm or adverse event reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.